Event description:
Pt underwent aortic valve replacement on (B)(6) 2010 and had an uneventful postoperative course. A /fu transthoracic echocardiogram suggested moderate central aortic valve insufficiency. Blood cultures and lab tests showed no sign of infection. A repeat echo on (B)(6) 2011 showed moderate to severe central aortic insufficiency. It was decided to replace valve to avoid the development of adhesions.